Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient's vision deviated following an intraocular lens (iol) implant procedure. The lens was replaced. Additional information was provided that the lens was exchanged for a lens two diopters different in power. After the procedure, the patient felt strong astigmatism and requested to replace the iol. The patient's current vision is good.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and a handpiece. The product investigation could not identify a root cause. Information was provided that the 3.75cyl, 20.5 diopter was replaced with a 2.25cyl, 18.5 diopter lens. The difference of two diopters in power for the exchanged lens reasonably suggests that the event was related to a calculation error rather than a device malfunction. The manufacturer internal reference number is: (B)(4).